Event description:
The advocate stated the customer's meter display was missing segments. The customer had not been aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.